Event description:
According to the reporter: lap chole procedure. The bag broke during gallbladder removal and the piece was removed from the patient safely. No further problem was reported.

Manufacturer narrative:
(B) (4). (B) (4).